Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with no issues noted. Pressure test and clear passage test were performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, continu-flo solution set would not prime. The line was being primed with saline solution. It was further reported; the customer did not invert and tap the check valve. There was no patient involvement. No additional information is available.